Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: section 10: general condition, section 70: check general function in running mode, section 80: check the oscillation frequency with frequency meter. During service/repair the following was observed : during the service evaluation the following failures were identified: functional : moving parts do not move smoothly, functional : heat, visual : cosmetic damage. Conclusion: ¿ failure reported is confirmed ¿ root cause: component wear

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the saw attachment device did not work and generated heat. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. The exact date of this event was unknown but was noted to have occurred in 2025. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.